Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), implanted: (B)(6) 2010, product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a loss of therapy and no stimulation. The implantable neurostimulator (ins) would no longer charge as the device was dead and needed a replacement. The issues occurred in (B)(6) 2015. The patient had an appointment on (B)(6) 2015 for a consultation to get the device replaced. The device had worked wonderfully for the patient and he no longer had to take pain medications since the implant. The battery eventually just ran out and died as they said it would and needed to get replaced.